Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that a patient inquired if the ins recharger (insr) itself loses its strength after a while. The patient clarified that it seems like insr has lost its strength seems to be taking a lot longer to charge her stimulator than it used to. The patient confirmed there has not been any changes to the implant and no additional programs have been added. The patient stated last night she was probably more than half charged already but stated it took over 3 hours and the implant battery did not fully charge. The patient also confirmed that she had a good connection; all 8 coupling bars when charging. No further complications were reported. No patient symptoms were reported. [Please refer to (B)(4) regarding the patient's adhesive disc issue].